Event description:
It was reported that the pad of the femoral impactor instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been provided.

Manufacturer narrative:
(B)(4).g2: foreign - event occurred in australia.the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.